Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. This report is for unknown part/plate/screw/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient code (B)(4) used for: this event will be captured as use error. The severity of this event was categorized as moderate. Moderate was defined as mild to moderate limitation in activity, some assistance may be needed; no or minimal medical intervention/therapy required. Device code (B)(4) used for: there is no allegation at the time of this review that the product malfunctioned and the reported event is likely a result of a technical issue. This event will be captured as use error. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the patient had a philos without augmentation surgery. It was noted during the initial procedure that there was "poor intra-op fracture reduction" one year post-operative the patient experienced limited function due to poor reduction and impingement. The patient recovered with persistent damage (slightly limited range of motion). It is unclear if the patient will recover completely. Recovery in progress. The severity was reported as moderate (moderate: mild to moderate limitation in activity, some assistance may be needed; no or minimal medical intervention/therapy required). No revision surgery was performed. The poor fracture reduction intra-operative led to impingement and limited range of motion post-operative. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).